Manufacturer narrative:
(B)(4). Date sent: 5/8/2026. D4: batch #unknown. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? No the device was not locked on tissue with the jaws closed. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? N/a. - did the jaws eventually open? Device jaws opened but could not put new reload in. Updated data: h6 (medical device problem code). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4) date sent: 5/5/2026 b3: only event year known: 2026 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #a97y1m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that after the stapler was fired the second time, it would not open to load the cartridge again. There was no patient consequence nor surgical delay reported. No additional information provided.